Event description:
The wife of a makoplasty partial knee arthroplasty patient informed mako that the patient had undergone an arthroscopic revision surgery on (B)(6) 2012, to remove a piece of cement that had come loose and was causing joint pain. The original makoplasty surgeon performed the revision.

Manufacturer narrative:
Conversation with the surgeon revealed the following information: the patient was playing golf post-operatively (it is unknown how long post-operatively this incident occurred) when he heard a "crunch" in his knee followed by immediate pain. The patient went in to see the surgeon following the incident. Upon x-ray, the surgeon noticed a "clump of cement" had detached from the posterior baseplate and floating loosely in the joint, likely being the cause of the patient's pain. The surgeon stated that he must have not noticed the excess cement upon closing the wound during the initial procedure. Upon retroactive review, the posterior clump of cement was visible on the patient's immediate post-operative x-ray as well. The surgeon performed an arthroscopic procedure on the patient to successfully remove the excess cement. The patient has made a full recovery and is not experiencing any more pain.